Event description:
The manufacturer received information alleging a failed external flow sensor had occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's external flow sensor was replaced to address the issue.